Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed the infusion set and received an occlusion alert on the ilet system; the user inspected the site and tubing, flushed the tubing, and cleared the alert, with occlusion only resolved after a supply change. Symptoms included no reported adverse clinical effects, and blood glucose values were reported within normal range. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an occlusion related to the insulin infusion set and tubing that was resolved after replacing the supply. It was concluded that the device functioned as designed once the occlusion was cleared and supplies were replaced.